Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The user complained about receiving a no sensor detected alert. The alert persisted even after troubleshooting; thus a return material authorization (RMA) was issued for the replacement and return of both sensor and transmitter for further investigation. Upon receipt, investigation found the returned transmitter and sensor were working within expectations and able to successfully communicate. A review of the raw sensor data revealed intermittent connectivity issues from the time of insertion, although stable communication was observed at times. This may have been caused by improper placement of the transmitter or non-optimal sensor insertion angle. As part of the resolution, a sensor and transmitter replacement were offered to the user. B4. Date of this report 10 june 2025. D4. Updated additional device information. D9 device available for evaluation? Yes, on 28 march 2025. G3. Date received by the manufacturer? 10 june 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 15 october 2024. H6. Medical device problem code (a) corrected to 2900. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.